Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A nurse called in for the customer to report a power error alert. The customer's blood glucose level was 124 mg/dl. The nurse was able to troubleshoot and stated all seemed fine, except the batteries. The nurse was told to keep the batteries out and then replace with new ones. The customer was given guidance to finish troubleshooting. The customer was to call back if problems recurred. Nothing was replaced or returned for analysis.